Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested but unavailable: were there any patient consequences?

Event description:
It was reported that a patient underwent a c-section on (B)(6) 2025 and suture was used. The patient was admitted to the hospital due to abdominal pain caused by uterine contractions during pregnancy. After admission, the diagnosis was: labor during pregnancy. Surgery was performed on the patient on the same day. During the procedure, when using suture to suture the uterus, the problem of pulling off suture needle happened, making it impossible to complete the suturing surgery in one go. Another like device was used to continue the patient's uterine suturing surgery and the process went smoothly. There were no adverse patient consequences reported. Additional information was requested.